Manufacturer narrative:
Complaint has been evaluated and is similar to report number (B)(4)_1644408-2018-01032; s803 - dislocation, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Dislocation